Event description:
A malfunction was reported on the pump, but there were no notable events occurring before it. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the caller with the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction code appeared again, which the caller understood and acknowledged.